Event description:
Pt on outpt IV infusion. Parent reported leaking from tip of injection cap when flushing line. Tip of injection-plug "more recessed: than previously noted by parent. Injection cap changed.